Event description:
It was reported that in the CT/angio room when checking lumen placement in the subclavian vein, air was aspirated along with blood. As a result, a new kit was opened and used without issue. A delay was reported, however, there was no add'l harm to the pt due to this delay or as a result of this occurrence.

Manufacturer narrative:
(B)(4). F/u report will be filed if add'l info becomes available.